Manufacturer narrative:
The technician found the bed exit functions as designed. No repair needed. The technician found the bed exit functions as designed. No repair needed.

Event description:
The account alleged the bed exit alarm is broken. No pt impact.